Manufacturer narrative:
The ventilator was investigated on-site. It was found that the dc/dc standard connectors pc board had a broken connector. The pre-use check that was performed failed and it was found that the two pressure transducer pc boards were defective. The conclusion was that the pcbs need to be replaced. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined. It was observed during an external audit at (B)(6) brazil, that servicing practices at getinge brazil are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. (B)(6) brazil has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).